Event description:
Reportedly, the pt experienced shock therapies and therefore came back to the hospital for f/u. Upon interrogation, an overload condition was observed. Additionally, device memories were empty and the shock episodes could not be reviewed. A device reset was also reported. Because of the overload conditions (which suggested a short circuit between the ICD and the lead) and some other observed warnings, a re-intervention was recommended. The associated ICD was replaced, while the subject lead remains implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united stated. Analysis pending.